Event description:
The original surgery occurred in 2009. The surgeon noticed the cage had moved. The cage was removed in 2009, but the hardware was left in place. L5-s1 is where the cage was removed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A follow up report will be sent upon completion of evaluation.